Manufacturer narrative:
The torque limiter was not used when the first implant was damaged. The incorrect screw was used when both implants were damage. Instead of the specified hgpii screw, the trilogy screw was used. A review of the implants' device history record indicates that they were mfg to specification.

Event description:
Event timing: during surgery. Event detail: augment size 50x10 was selected during the revision hip surgery. Dr. Applied 6.5 screws through the augment and it cracked at the screw hole. Dr took screws out and selected 50x15 augment. Dr applied 6.5 screws through the augment and it cracked at the screw hole in the same manner. Dr then selected a 50x20 augment and screwed it in. The surgery was successfully completed.